Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had loosening on both the tibial and femoral components. Patient had a primary sigma fb cr construct in. Both had too much wear (been in patient ~20 yrs) and cement to make out exact product # and lot # but thought to be a sz 5 femur and 4 or 5 tibia with a 10 mm insert. Patella was left in and not revised. Doi: unknown. Dor: unknown. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received indicated that the loosening was at the femoral and tibial impants to the bone interfaces, likely due to subsidence or motion of the tibial implant. There was no delay in surgery. Affected side was the left side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.